Manufacturer narrative:
The astral device was returned to resmed. Review of the error logs confirmed the reported complaint, however, the reported complaint could not be reproduced. The device was returned to the customer unrepaired due to customer declined repair. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf180 was due to device operation in a temperature outside of the device specification and the degraded battery was due to an isolated component failure within the device battery assembly. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.